Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump was shutting off by itself. The customer's mother reported that they could not make the insulin pump to come back on sometimes. The customer's mother reported also reported that the insulin pump showed motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that they found that the battery compartment and spring was corroded during troubleshooting. The customer's mother stated that the insulin pump was working fine after inserting a new battery. Troubleshooting for motor error alarm was not done. The insulin pump will not be returned for analysis.